Manufacturer narrative:
Device eval anticipated, not yet begun. The device has not yet been received for analysis. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental MDR will be filed. This event occurred in (B)(6).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to MFR report # 3006897895-2014-00002 for info on the other associated device used in the same procedure. It was reported to starmedtec that a lighttrail single use laser fiber was used during a ureteroscopy and lasertripsy performed on (B)(6) 2014. According to the complaint, during the procedure the tip of the laser fiber broke off inside the pt. It was reported that the broken fragment was not retrieved and was not obviously visible. The procedure was completed with another lightrail laser fiber. There were no reported pt complications due to the event.